Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("fragment of 5 mm from left device remained"), abdominal pain lower ("continuous pain in right iliac fossa"), peritoneal adhesions ("omentum adherences to right abdominal wall"), dyspareunia ("dyspareunia") and pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. 641428) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not assist to echographic control at three months of insertion". The patient's past medical history included multiparous and abortion. Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced peritoneal adhesions (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization and intervention required) and abdominal pain ("residual abdominal pain"). The patient was treated with analgesics, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the abdominal pain lower, peritoneal adhesions, dyspareunia, pelvic pain and abdominal pain had resolved. At the time of the report, the device breakage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, pelvic pain and peritoneal adhesions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan - on an unknown date: devices correctly placed. (B)(6) 2016: exploratory laparoscopy: normal genital structures were observed as well as the presence of omentum adherences to right abdominal wall which does not allow visualizing the appendix.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure device removal questionnaire was received; regulatory authority was added as reporter; relevant history and patient information were updated; the patient was recovered of the reported events after 1 month of the essure removal; pelvic pain was added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("fragment of 5 mm from left device remained"), abdominal pain lower ("continuous pain in right iliac fossa") and peritoneal adhesions ("omentum adherences to right abdominal wall") in a 41-year-old female patient who had essure (batch no. 641428) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not assist to echographic control at three months of insertion". On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced peritoneal adhesions (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization and intervention required) and abdominal pain ("residual abdominal pain"). The patient was treated with analgesics, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed in 2016. At the time of the report, the device breakage, peritoneal adhesions, dyspareunia and abdominal pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia and peritoneal adhesions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: devices correctly placed . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Ntaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-jul-2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 876 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("fragment of 5 mm from left device remained"), abdominal pain lower ("continuous pain in right iliac fossa") and abdominal adhesions ("omentum adherences to right abdominal wall") in a 41-year-old female patient who had essure (batch no. 641428) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not assist to echographic control at three months of insertion". On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient experienced abdominal adhesions (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization and intervention required) and abdominal pain ("residual abdominal pain"). The patient was treated with analgesics and bilateral salpingectomy with essure removal in 2016. At the time of the report, the device breakage, abdominal adhesions, dyspareunia and abdominal pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, device breakage and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: devices correctly placed. Most recent follow-up information incorporated above includes: on 23-jul-2018: reporter section updated. Patient age, lab data, essure insertion, removal date, lot number and events dyspareunia, residual abdominal pain, continuous pain in right iliac fossa, omentum adherences to right abdominal wall, fragment of 5 mm from left one remained and she did not assist to echographic control at three months of insertion were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.